Event description:
It was reported that occlusion alarms occurred. During troubleshooting an o-ring was identified on the pneumatic tap and the customer was instructed to clear and clean pneumatic tap area of pump. Reportedly, the occlusion was due to improper seating of cartridge on pump and customer changed supplies as necessary and resumed insulin therapy. There was no adverse impact to customer¿s blood glucose level.